Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a main board failure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 1660 error. Batteries were removed to stop the alarm and device was restarted but the alarm persisted. The patient didn't have another set of batteries. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.